Event description:
It was reported that the customer sent the instrument in for repair with no comment. There was no reported patient or user injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).the findings of the product analysis were that the back of the mobile jaw was broken in the rotation axis area. A fragment of the jaw was missing. The most likely root cause of the breakage chosen by the analyst is excessive effort during the use of the needle holder. . Results: stress problem.